Event description:
A customer reported a charging issue with a pump, where the charging cord had to be adjusted to achieve a proper connection, and mentioned scratches on the screen under the screen protector. There was no adverse impact to the customer's blood glucose level. The customer declined any follow-up, and no further actions or additional information were available.